Event description:
Catheter split or frayed on end. Nurse could not advance into vein. When pulled out, the fluid "forked" into two streams and the nurse observed what was described as a "depression" at the catheter tip. This was reported by an experienced nurse manager who had undergone MFR's "train the trainer" program. This is only one of multiple reported difficulties with this product line.